Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a mildly tortuous and moderately calcified right coronary artery. The 2.5x15mm maverick 2 monorail balloon was being used for predilatation and was not advanced through a previously placed stent. On the first inflation the balloon was inflated to six atmospheres and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a mildly tortuous and moderately calcified right coronary artery. The 2.5x15mm maverick 2 monorail balloon was being used for predilatation and was not advanced through a previously placed stent. On the first inflation the balloon was inflated to six atmospheres and ruptured. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the device revealed tip damage. Blood was present throughout the lumen shaft. Due to hardened material inside the lumen the device was soaked in a water bath of 37.5 degrees for 8 hours. Inflation device was pressurized to 8 atm's and revealed a balloon pinhole parallel with the distal edge of the proximal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. No other damage was found. The returned device is relatively consistent with the reported balloon burst; however, there is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).